Event description:
It was reported that smiths medical pump was alarming double beep with cassette. No patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition but had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, and no problems were found with beeping. There was no fault found with the returned device. The downstream sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.